Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after entering the blood glucose (bg) value, the pump calculated a bolus of 0 unit. Review of the bolus history by tandem technical support showed that the customer had been receiving multiple boluses periodically through the day and the previous bolus calculation of 0 unit had been suggested to prevent insulin stacking. Reportedly, the customer's bg levels had been spiking into the 300's (mg/dl) in the afternoons, but dropped low in the mornings. The contact did not provide a low bg value. The contact stated that the personal profile settings had been altered recently to prevent the customer from elevated bg level in the mornings. Recommendation was made to consult with hcp regarding the personal profile settings. The customer confirmed that the pump is used to treat the elevated bg level.